Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was that during a bariatric procedure the instrument did not fire. No visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 14 autoclave cycles for the handle and 17 autoclave cycles for the adapter. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. The eeprom was reviewed and no failure codes related to the reported conditions were seen. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating greater than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating greater than 15 surgeries remaining on the adapter. A pmv endo gia* 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv endo gia* 60mm articulating medium/thick reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The adapter was disassembled and extensive damage was seen on the lockout slider block, the non-welded tip housing, and the cam block. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. During this investigation, a secondary unrelated condition was identified as follows; there was damage to the internal adapter components. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently the complaint data did not display an increased trend. Replication of the damage seen on the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the unload button, in turn causing that to become stuck in place. No product enhancements or improvements were generated.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bariatric procedure, the blue button on the device would not move and the instrument could be fired. There was no tissue loss or tissue damage. There was no bleeding over 250 ccs. Nothing fell into the patient cavity. In order to solve the problem they opened a manual handle which worked correctly. There was no reinforcement material used. Surgical time was not extended beyond 30 minutes. The current patient status is good.